Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presenting via merlin.net. The atrial lead exhibited low impedance and auto mode switch episodes caused by lead noise. The patient would be brought into clinic for further testing. No medical intervention or further information was reported.